Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced syncope. Review of stored device memory noted no stored episodes that correlated with the syncope, however, a previous episode of pacemaker mediated tachycardia (pmt) was noted where pvarp was extended to resolve. No additional adverse patient effects were reported. This product remains implanted and in service.